Event description:
Lens was inserted into the patients left eye. The doctor noticed an oily film smudge mark on the back of the lens when looking at it under the microscope. The lens was removed and replaced with aother lens. The removed lens was sent to pathology for gross analysis. Results of the analysis found the lens clear.